Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services (ts) reviewed the data, and the right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements measuring 2,040 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a stored ventricular tachycardia (vt) episode which contained noise artifact most likely due to electromagnetic interference (emi). Ts discussed troubleshooting options. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services (ts) reviewed the data, and the right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements measuring 2,040 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a stored ventricular tachycardia (vt) episode which contained noise artifact most likely due to electromagnetic interference (emi). Ts discussed troubleshooting options. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.